Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was also reported that, when the unit was checked the next day, no issues were found and no touch screen errors had been logged. The touch screen was replaced as precaution. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the cp5 switched screens during a procedure without being touched. After power cycling, the display came back up but would not respond to touch. The clinician elected to continue to use the pump and the procedure was completed despite the limited functionality. There was no report of pt injury.